Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional concomitant medical products: d384trg ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had insulation damage and possible cable externalization. During the procedure to explant the lead, all of the leads had to be explanted as they were grown together. The leads were replaced. No patient complications have been reported as a result of this event.